Event description:
The consumer reported final prosthesis, peri-implantitis, concerns with mobility & being asymptomatic.time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved & the implant did osseointegrate.

Manufacturer narrative:
The consumer reported final prosthesis, peri-implantitis, concerns with mobility & being asymptomatic. Time of loss in relation to implantation was up to 1 year after prosthetic restoration, primary stability was achieved & the implant did osseointegrate.